Event description:
It was reported that 15 bd alaris smartsite gravity set experienced leakage. The following information was provided by the initial reporter: when used it began leaking profusely.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22019290 d.4. Medical device expiration date: 04-jan-2025 h.4. Device manufacture date: 04-jan-2022. H.6. Investigation summary: the customer reported that the product leaked, and returned one used sample of material 10802688. The sample clearly was separated below the drip chamber and the complaint is verified. The root cause is insufficient solvent applied during assembly. There is a funded project in place at the manufacturing site to address and mitigate the risk of these types of failures. Device history record review for model 10802688 lot number 22019290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that 15 bd alaris smartsite gravity set experienced leakage. The following information was provided by the initial reporter: when used it began leaking profusely.